Event description:
On 6/sep/2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized with peritonitis, reportedly due to gastrointestinal issues. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (values unavailable) were collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day. The cultures results returned positive on (B)(6) 2022 for methicillin resistant staphylococcus aureus (mrsa). The pdrn reported the patient was discharged in stable condition on (B)(6) 2022 and has recovered from the events. The pdrn attributed causality to an unspecified touch contamination event, and not due to a gastrointestinal (gi) source as initially indicated. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to an unspecified touch contamination event. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
Correction: h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event was confirmed.

Event description:
On 6/sep/2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized with peritonitis, reportedly due to gastrointestinal issues. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (values unavailable) were collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day. The cultures results returned positive on (B)(6) 2022 for methicillin resistant staphylococcus aureus (mrsa). The pdrn reported the patient was discharged in stable condition on (B)(6) 2022 and has recovered from the events. The pdrn attributed causality to an unspecified touch contamination event, and not due to a gastrointestinal (gi) source as initially indicated. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler as before the events.

Event description:
On (B)(6) 2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized with peritonitis, reportedly due to gastrointestinal issues. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (values unavailable) were collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day. The cultures results returned positive on (B)(6) 2022 for methicillin resistant staphylococcus aureus (mrsa). The pdrn reported the patient was discharged in stable condition on (B)(6) 2022 and has recovered from the events. The pdrn attributed causality to an unspecified touch contamination event, and not due to a gastrointestinal (gi) source as initially indicated. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.